Manufacturer narrative:
Additional information added to event description. The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed and no parts were replaced. The system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
The archive shows that the user did not collect a lot of points on the unique anatomy of the nose. There are also trace points collecting under the skin around the patient's temples. The scan is labeled as not to protocol due to non-contiguous slices and the forehead is partially cut out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the doctor had issues during an ent case. It took the surgeon around 20 minutes to get a passing registration that he wanted to use with a predicted accuracy of under 2. When registering, the surgeon stated that their touch points were shifting as they were touching other points on the patient. 15 minutes after moving into navigate, the surgeon then felt inaccurate on the left side. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. It was suspected exam was not protocol. Logs and archive were reviewed and provided no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. Archive warned the scans were not optimal for stealth due to slice thickness & spacing. 3d registration model showed excessive skin, trace pattern had points beneath the skin and in overlapping areas. All these factors reduce registration accuracy. If information is provided in the future, a supplemental report will be issued.